Event description:
It was reported to philips that the device is displaying hardware errors and requesting nemo parts order only. The device was reported as being in use at the time of the event on a patient. However, the initial reporter confirmed answering the safety questions during service order initiation that there was no adverse patient impact.